Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device was not returned.

Event description:
It was reported that there had been a dent before use.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "[directions for use] method of use the device is intended for single use only and is not reusable. Precautions for use cleanse the area around the external urethral meatus with the cotton balls immersed in the antiseptics. Lubricate the distal end of the catheter with water-soluble lubricant. Insert catheter into the urethral meatus and advance it until the balloon enters the bladder and urine flows out through the catheter. Using a needle-less syringe, infuse the specified volume of sterile water into the inflation lumen to inflate the balloon. Pull catheter to seat the balloon at the level of the bladder neck and secure placement. Connect lead wire to monitor through extension cable. To deflate balloon and remove catheter, insert a luer tip (needleless) syringe in the inflation valve to allow the water to drain spontaneously. After balloon deflation, withdraw the catheter while confirming that no resistance is encountered. When resistance is encountered in inserting catheter, stop the procedure and remove the catheter. When deflating balloon, do not aspirate with a syringe by hands. [The inflation lumen for balloon deflation may be occluded by negative pressure, and as a result the catheter cannot be removed.] Do not stretch catheter as damage to or dislodgement of lead wire as temperature probe may cause improper temperature measurement. When endoelectric surgery is performed, care should be taken to prevent burns in the local tissue. Do not wet the lead wire and the junction with extension cable. This device is compatible only with monitors requiring ysi 400-series type temperature probes. No substance except sterile water should be used to inflate the balloon. [If contrast medium is used, balloon may burst. If normal saline is used, crystallized salt may occlude the inflation lumen to prevent deflation of the balloon. If air is used, air may". (B)(4).

Event description:
It was reported that there had been a dent before use.